Event description:
It was reported that in the coronarography unit when placing an intra-aortic balloon (iab) it becomes blocked in the super arrow-flex (saf) sheath. The iab and sheath were removed together as one unit and another iab-05840-lws was successfully used. There was no pt death or injuries. Medical/surgical intervention was not required and therapy was not delayed. The pt had no complications and was listed as "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.